Event description:
I began having lots of symptoms around (B)(6) 2018, but I believe some may have started prior to that point but I was attributing symptoms to aging. I developed joint pain, severe debilitating fatigue, anxiety, dry / burning eyes, recurrent episcleritis, burning mouth when swallowing solids at times, difficulty eating certain foods / cough after eating, chest rash, breast pain, axillary lymphadenopathy, dry mouth, inability to lose weight despite dieting, bloating enthesitis, severe stiffness in my back, brain fog, unusually malodorous sweat, recurrent sinus infections and other infections requiring around 8-9 courses of antibiotics over a period of less than a year. I had multiple viruses, gastroenteritis, shingles, uti, yeast infection before uti, strep throat x2, multiple sinuses infections etc. I was getting sick every 2-3 weeks all of 2019 until explant. I was so sick that I had seen multiple physicians including an ophthalmologist, my primary care physician, and a rheumatologist for these issues. I had countless amounts of blood work, xrays, mris which were unrevealing except for elevated inflammatory markers. I spent hours researching my symptoms since no one could explain what was happening to me. I decided to look up medical journal articles regarding breast implants and discovered that there were many case reports of women having similar symptoms to me. I explanted and some of my symptoms immediately went away including my dry / burning eyes and recurrent episcleritis. My facial inflammation subsided. I implanted in (B)(6) of 2012, and I explanted in (B)(6) 2019, and most of my symptoms are completely gone. FDA safety report ID# (B)(4).